Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer's blood glucose level was 460 mg/dl. The high blood glucose level of the customer was treated with the manual injections. The sensor glucose level of the customer was 260 mg/dl and the blood glucose level was 325 mg/dl. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for the analysis.